Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise, oversensing and pacing inhibition with asystole of less than two seconds. Damage on the lead body was also observed. A new ra lead was successfully implanted, and the device was replaced for normal battery depletion. No additional adverse patient effects were reported.